Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the pusher assembly of a ruby coil was stuck inside the handle after the physician had successfully detached the ruby coil. Therefore, the handle was not used for the remainder of the procedure. The procedure was completed using a new handle and ruby coils. There was no report of an adverse effect to the patient.